Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Device disposition is unknown.

Event description:
There was a revision surgery performed using the blueprint planning feature. The primary implants used were tornier implants, and they were paired up with custom implant as well. The surgeon used perform reverse implants on the glenoid and ended up using perform humeral implants on the humerus. This patient previously had an infected, failed tsa with severe glenoid bone loss. All implants were removed, and the spacer was implanted. With the blueprint planning feature, the surgeon then removed the osteoremedies antibiotic spacer. This revision involved removing the spacer and implanting a rtsa construct. There are no pre or post op x-rays. The surgeon ended up having to upsize from a 6.5 central screw to a 9.5 central screw in order to get sufficient compression for our baseplate. The surgeon was expecting to use revive on the humerus but had to switch to cementing a perform humeral stem in order to get the shoulder reduced.